Event description:
On (B)(6) 2007, the left abdominal muscle area, just above and to the left of the male groin area was covered with a bard-kugel mesh hernia device. The surgery was to correct weakened abdominal muscle protrusion of the intestines. The left mesh screen is not totally flat, but has not caused any complications to date. On (B)(6) 2008, the right abdominal muscle area, just above and to the right of the male groin area was covered with a bard-kugel mesh hernia device. The surgery was to correct weakened abdominal muscle protrusion of the intestines. The right mesh screen was not totally flat after the surgery, but is currently causing neurological complications and skeletal tenderness surrounding the incision point and has developed an extremely large protrusion of the device.